Event description:
The pt reports their pump is not functioning correctly. The pt reports having a study performed in 2006. No results were reported, however, the pt states they are in the process of making arrangement for replacement of the pump. The drug used in the pump is morphine. No symptoms or adverse events were reported. Add'l info has been requested from the hcp, but was not available on the date of this report.